Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. An investigation was carried out into this complaint. Based on the information gathered it appears most likely that the left clip of the sling detached from the spreader bar of the maxi sky 600 ceiling lift during the lifting process from the bed to the wheelchair when the patient was near the bed. It was indicated that the caregiver was trying to lower the lift as soon as possible, however the patient hit the floor with his head sustaining scratch on the head and muscle pain which not required any medical intervention. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The lift and the sling device were inspected and no malfunctions were found that could have caused or contributed to the event. An on-site inspection found the sling with unreadable label. This is not impacted on the performance of the sling when using according to the instruction for use (IFU) but this is an indication that the sling should be withdrawn from use and replaced. The sling and the lift which work together as a system were found to have been to specification when the event took a place. The sling and the lift were being used for patient care when the event took place and in that way contributed to the outcome of the event. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. The only exception being: when a person is lifted from a horizontal position (bed in this case) and a leg clip is not attached. As is documented in our simulations, a person can be lifted from a horizontal position with one of the leg clips not in place. However, typically when the patient is at the end of that transfer, put into a more upright, seated position before lowering to a chair, the weight shifts towards the missing clip strap and the person falls out. It appears more likely that the clip was not in place at the start of the lifting procedure and could wiggle off when the patient was put into a more upright, vertical position before lowering to the wheelchair. This can be an explanation why the person in the sling was not dropped immediately and the caregiver was trying to lower the lift as soon as possible. If the labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. Per labelling, the user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. The maxi sky 600 ceiling lift instructions for use indicates and warns: - to make sure all clips are in place and remain in place and the clip straps come under tension as the weight of the person in the sling is gradually taken up. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure, check the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: during the patient's lifting from the bed to the wheelchair using maxi sky 600 ceiling lift one left clip of the sling detached from the spreader bar of the lift. It was indicated that the clip became loose when the patient was near the bed. It was reported that the caregiver lowered the ceiling lift as soon as possible, however the patient fell and hit the floor with his head. As a consequence of the event the patient sustained a scratch on the head and had muscle pain. According to additional information provided no hospitalization was required.